Event description:
Operator a was holding the couch at the back of couch top- fingers in-between the tabletop edge and movable carbon fiber rail. Operator b was assisting in moving the couch top with pt loaded in the longitudinal direction. With operator a's first fingers in the location stated above, a pinch point existed between the moving carriage and the stationary lateral base. The couch top was moved in towards the stand too fast and broke the bone on the finger of therapist a.

Manufacturer narrative:
This incident is recognized as use error by varian medical systems. Labeling placed on the couch, as well as in the user manual, provide instruction and hazard warnings (with respect to hand placement), which help to ensure the safe operation of the equipment. However, CAPA has been opened to investigate possible product improvement to further mitigate this documented risk.